Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient said they are planning to have the device removed, because they don't feel like it worked for them. The patient wanted to know if they could have mris and diathermy if the hcp was not able to remove the whole lead, patient services reviewed info. The patient said the device never helped their symptoms. Their fecal incontinence was inconsistent and when it happens the device doesn't help. The patient said when they adjust stim they feel like they have a yeast infection and feel a scratching sensation. Patient services reviewed if stim is uncomfortable patient should decrease stim. The patient turned stim off for awhile and was doing fine. The patient turned stim back on and tried all 4 programs but none of them helped their symptoms. The patient was redirected to their healthcare provider to further address the issue.